Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Device had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 123 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.